Manufacturer narrative:
H4: the lot was manufactured between may 2, 2024 ¿ may 6, 2024. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed, and no evidence of a leak was observed. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. This occurred during patient infusion. The device contained fluorouracil 3950 mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.